Event description:
Customer reported that the date and time set in their precision xtra blood glucose had changed spontaneously. This is a known malfunction with the software that causes incorrect trending of glucose results. The customer reports using the precision link software. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
There is a known malfunction with the precision link software. Incorrect trending of results can occur when results obtained on a meter set with incorrect date and time are uploaded to a computer. Customers and retailers have been informed through the adc fa21dec2006 letter.